Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, high capture threshold and decrease in sensitivity was noted on the right ventricular lead. The right ventricular lead was repositioned on (B)(6) 2019. The patient was stable post procedure.